Manufacturer narrative:
The reported event of a capturing problem was not confirmed, however, the reported event of a helix mechanism issue was confirmed by analysis. As received, a complete lead was returned. Visual and x-ray analysis noted the cause of the reported event was due to the helix being bent and damaged. All damages found are consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was discovered that the patient's atrial lead exhibited high capture threshold. Intermittent capture was noted. No intervention was performed. The patient was stable.

Event description:
New information received notes that the patient's atrial lead was dislodged. It was elected to revise the lead. During the procedure, adhesion of the helix was observed and it was noted that the lead helix failed to be retracted completely. The lead was then explanted and replaced. The patient was stable.